Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upper rate limit pacing was noted during a routine follow-up. Further investigation revealed noise on the right atrial (ra) lead which could be reproduced with movement. Additionally, out of range impedance measurements were noted on the ra lead. As a result, a lead fracture was suspected. The sensitivity was reprogrammed and the upper rate limit was adjusted. No adverse patient effects were reported.